Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call auto mode question and low blood glucose. The customer's blood glucose was 44 mg/dl at the time of incident. Trouble shooting was performed and found customer states auto mode was on even though carelink reports states it is off. Customer states he suspends pump twice a day for shower but it doesn't show up on report. Advised reason for auto mode exit was because of auto mode being turned off by user. Advised to monitor issue and call back if it reoccurs. Customer declined trouble shoot for low blood glucose and sg vs bg differences. The insulin pump will not be returned for analysis.